Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-14225. It was reported that the patient presented for generator change procedure due to upgrade. Automatic mode switch (ams) episodes due to noise was noted on the right atrial lead. A chest x-ray was performed, and insulation damage was noted on the right ventricular lead. Both right atrial and right ventricular leads were explanted and replaced. The patient was stable post procedure.